Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced loss of therapy approximately from (B)(6) 2018 as patient stopped charging and eventually not able to communicate with external devices .to address the issue patient underwent surgical intervention where the ipg was replaced and effective therapy was restored .